Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal tube of the vacuum outlet was bent. The tube was placed correctly and the equipment was repaired to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.